Manufacturer narrative:
This supplemental report is being submitted to provide additional information.. The facility had reprocessed the subject device using non-olympus automated endoscope reprocessor (soluscope 4) with peracetic acid.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4)). Following additional high level disinfection at (B)(4), the subject device was sent to a third party laboratory for additional microbiological testing. The testing indicated no microbial growth for the subject device. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present.

Event description:
Olympus was informed that during routine surveillance culturing test by the facility, the outer surface of subject device tested (B)(6) for (B)(6) (2cfu/endoscope). The biopsy channel also tested (B)(6) for (B)(6) (total 5cfu/channel). The subject device had been disinfected with peracetic acid. The subject device was manufactured after an elevator mechanism design change in (B)(6) 2016. There was no report of infection associated with this report.